Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest. The patient's doctor instructed the patient to remove the device to let his skin heal and prescribed a cream. The patient's rash healed but then returned when the device was placed back on. Follow- up attempts were unsuccessful and the patient's medical outcome is unkown.